Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that "aiming beam was coming out of the distal tip of the fiber." The physician attempted to clean some tissue off the tip with a moist wipe and when he re-inserted the fiber into the laser cystoscope sheath and the laser was put into ready mode, the fiber was no longer side firing; at 174,970 joules and 20:51 minutes of usage. The patient had successful bph surgery. Near the end of the case, the physician used a bipolar loop to "finish off what little tissue that was left". The aim beam is used to make sure that the laser is pointed at the intended tissue before firing the working beam. Patient outcome: "no adverse outcome." No injury to patient reported.